Manufacturer narrative:
Two jindo (pgw jindo 180cm str .035) guidewires were inserted using an ipsilateral approach to the iliac artery to deliver a non-cordis stent; however, it was confirmed that the wire coatings were peeled off. There was no reported patient injury. The target site had little calcification, tortuosity, and 70% stenosis. The access site was the left and right femoral artery. The device was not being used for treatment of a chronic total occlusion. The malfunction was noticed after the device was removed from the patient. The device was prepped per the IFU (instructions for use). There was no difficulty experienced in prepping the device. The other devices used with the product did not kink nor bend at any time. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The wire tip was not visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response good). There was resistance felt. The wire tip did not repeatedly prolapse during placement. The wire was removed intact in one piece from the patient. A stent was implanted, and the procedure was completed. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. The products were returned for analysis. Two non-sterile pgw jindo 180cm str .035 endovascular wires were received for analysis coiled inside a plastic bag under complaint cases (B)(4). Per visual analysis no original packaging was returned for analysis and the wires were noted to have separation of the coating of the wires. Per microscopic analysis the body damage due to separation found on the coating of the wire was confirmed. The edges of the separated section of the coating were observed elongated. Also, the coating presented twisted, accordioned and elongated conditions. These observed conditions suggest that the damaged coating area was induced to stretching/pulling events that exceeded the material yield strength causing the coating separation. A product history record (phr) review of lot 35234763 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿coating-wires separated - in patient¿ were confirmed through analysis of the returned devices. The exact cause of the events could not be determined during analysis. Based on the information available for review, although there was no difficulty tracking the wire through the vessel or lesion and the wire behaved ¿normally¿ (the torque response good), procedural factors such as resistance felt that may have contributed to the separation of the coating as evidenced by the edges of the separated section of the coating that were also noted to be elongated. Also, the coating was noted to be twisted, accordioned and elongated. This suggests that the damaged coating area was induced to stretching/pulling events that exceeded the material yield strength causing the coating separation noted on the devices during analysis. According to the warnings in the safety information in the instructions for use ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/ or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/ guidewire system as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two jindo (pgw jindo 180cm str .035) guidewires were inserted using an ipsilateral approach to the iliac artery to deliver a non-cordis stent; however, it was confirmed that the wire coatings were peeled off. There was no reported patient injury. The product was clinically used and will be returned for analysis. The malfunction was noticed after the device was removed from the patient. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The target site had little calcification, tortuosity, and 70% stenosis. The access site was the left and right femoral artery. The device was not being used for treatment of a chronic total occlusion. The other devices used with the product did not kink nor bend at any time. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked nor damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The wire tip was not visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response good). There was resistance felt. The wire tip did not repeatedly prolapse during placement. The wire was removed intact in one piece from the patient. A stent was implanted, and the procedure was completed. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization.